Event description:
It was reported when using the bd vacutainer® ultratouch¿ push button blood collection set there was failure of the product to contain blood/medication. The following information was provided by the initial reporter. The customer stated: "during blood sampling, the patient's blood came back up into the tubing before inserting a sampling tube. The tube was punctured."

Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for each 510(k) number is as follows: common device name: intravascular administration set. Medical device type: fpa. Investigation summary: bd did not receive samples or photographs from the customer in support of this complaint. Therefore, 5 push button winged sets from the bd inventory of the indicated lot were functionally tested. Bd was unable to duplicate or confirm the customer¿s indicated failure mode based on the retained samples test results. No root cause could be established for the reported defect. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements.